Manufacturer narrative:
The device was received for evaluation. During functional testing, turn off was not reproduced. A review of event history log revealed pump shutdown. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the customer reported "turn off" was not reproduced. The device was tested according to preventive maintenance testing and the pump was working properly. A review of event history log revealed only "shut door - power off" messages which is not the same as an improper shutdown message. A service history review was performed and revealed the device has been serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.